Event description:
Related manufacturer report number: 2017865-2023-18078. It was reported during in clinic follow up that the right ventricular lead and atrial lead exhibited loss of capture. Imaging revealed that the atrial lead had dislodged. The leads were explanted and successfully replaced. The patient was stable and asymptomatic.